Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of thrombosis, nausea, hypotension, ventricular fibrillation, and ischemia are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the left main (lm) and left circumflex (lcx) coronary arteries. The left anterior descending (lad) coronary artery was accessed with a blance middleweight universal guide wire and pre-dilated with 2.5x12 mm compliant balloon, 3.0x15 mm nc balloon and a 3.0x15 mm non-abbott balloon. Underexpansion was noted so a 3.5x12 mm non-abbott balloon was used for intravascular lithotripsy. Again the lesion was pre-dilated with a 3.5x12 mm nc balloon and the 3.5x28 mm xience skypoint stent was deployed in the left main. Post-dilatation was performed with 3.5x12 mm and 4.5x12 mm nc balloons. Next the lcx was accessed with a non-abbott wire and a 3.0x15 mm nc balloon was used to pre-dilate the lesion and after initial kissing balloon technique, the 3.0x18 mm xience skypoint stent was implanted from the left main into the lcx, layered with the previously implanted 3.5x28 mm xience skypoint stent. The proximal optimization technique (pot) was performed with a 4.5x8 mm nc balloon and kissing balloon was performed with 3.5x12 mm nc in the lad and 3.0x12 mm nc in the lcx. At this point the activated clotting time (act) came back subtherapeutic and additional heparin was given. Repeat act after several minutes was even lower. All guide wires were removed and a final angiogram was performed which showed a filling defect in the lm consistent with possible thrombus. Aggrastat bolus and drip and intra-arterial heparin were given. Patient was nauseous and hypotensive with st changes. A large thrombus was seen in the lm and the guide wire was attempted to be placed to remove the thrombus however the patient became more hypotensive and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was started and the patient was shocked multiple times for episodes of ventricular fibrillation. During chest compressions an impella pump was placed and a bmw guide wire was placed in the lad for angioplasty and multiple rounds of aspiration thrombectomy were performed with a penumbra catheter but intravascular ultrasound (ivus) showed layered thrombus in the lm. Angioplasty was performed with a 4.0x12 mm compliant balloon and a thrombectomy catheter was used and the patient was given tissue plasminogen activator (tpa). The patient went into cardiac arrest again and again balloon angioplasty was performed. The patient was monitored on the table for 1 1/2 to 2 hours. The patient required many medications but they continued to decline. CPR was stopped and the patient became hypoxic, with fluoroscopy showing possible pulmonary edema and there was significant bleeding from the tube. Aggrastat was stopped and the patient transferred to the cardiac care unit and care was de-escalated. The patient expired due to myocardial ischemia and stent thrombosis. No additional information was provided.